Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported a fresenius 2008k2 machine with burn damage to the actuator test board. It was reported that the machine showed a flow inlet error during treatment, which resulted in the patient being taken off the machine. It was reported that there was no smoke or burning smell noticed. The biomedical technician found the burned actuator test board when servicing the machine. The biomed reportedly replaced the actuator test board and sensor board to return the machine to service.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A biomedical technician reportedly replaced the actuator test board and sensor board to return the machine to service. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The original plant investigation made reference to a DHR search based on the device serial number. The device serial number was not provided, so no device history information could be reviewed. Corrected plant investigation: plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). The serial number of the device is not available, therefore the serial number history could not be reviewed. A biomedical technician reportedly replaced the actuator test board and sensor board to return the machine to service. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.